Event description:
It was reported that the patient underwent an inflatable penile prosthesis (ipp) revision surgery due to fluid loss. Upon explant, a hole in the reservoir was identified, physician believes he might've punctured it when closing. It was detailed that no device malfunction was identified, fluid loss was the reason why the cylinders did not inflate. The reservoir and cylinders were removed and replaced with no patient complications.